Event description:
It was reported that there was a forced log out. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code 3191: patient was unable to identify device issue therefore a more specific code could not be selected.